Event description:
It was reported that for 1.5 weeks the patient had a return of headache on the right side. The patient presented to the emergency room (ER) on the date of report with a loss of therapy on the right side for occipital nerve stimulation (ons). In the ER, the patient was given pain and blood pressure meds because the blood pressure was high when the patient came in. However, the patient didn¿t have an underlying blood pressure condition. The patient tried to increase stim but this did not address the issue. The patient was feeling very little stimulation on the right side. The left side stim was fine. The leads were placed bilaterally in the back of the head with two different implantable neurostimulators (ins). The patient shut off the right ins at 5:30 pm the night prior to report since she wasn¿t getting any real therapy from the system. The patient also had an earache that developed 1.5 weeks ago, but the ear was checked by a doctor and there was no issue with the patient¿s ear. There were no falls or procedures associated with the change in therapy. The ins on the left side was under the left arm. The right ins was in the buttock. There were no codes showing on t he patient programmer. The patient had not tried calling the doctor¿s office yet. The manufacturer's representative was paged but they had not heard a response yet. No outcome was reported regarding this event. Further follow-up is being conducted for this information. Refer to manufacturer report # 3004209178-2015-01502.

Event description:
Additional information received reported that the cause of the event was not determined. Reprogramming was needed and the patient reported satisfaction with reprogramming. The headache and ear pain resolved. It was noted that the loss of therapeutic effect and loss of stimulation were both sudden. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant products: product ID 37702, serial# (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3986a, lot# n302006, implanted: (B)(6) 2012, product type lead; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 3986a, lot# lc2557, implanted: (B)(6) 2006, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37083-60, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37752, serial# (B)(4), implanted: (B)(6) 2006, product type recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).